Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 8697564) was used for a thrombectomy and angioplasty procedure. During the procedure, the user reported stent migration which resulted in the additional surgical intervention of implanting a second stent to cover the target site. The procedure was prolonged by 40-minutes. It was reported the patient was in stable condition. The event was reported as such, ¿migration. It was reported that during the procedure, when the microcatheter was in place and the stent was nearly finished being released, the stent suddenly migrated beyond the target position. The physician had to replace a new stent to be released at the target site to complete the surgery. The microcatheter was not replaced. The first stent was released distal to the target site and remained in the patient. The surgery was prolonged about 40 minutes. The patient was in stable condition now.¿

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Movement of the enterprise2 stent during deployment is captured as deployment difficulty- inaccurate placement. If the stent is inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. In this case, the additional surgical intervention of implanting a second stent to cover the target site was required. In addition, the procedure was prolonged by 40-minutes, and it is unknown if the time delay presented high risk to the patient. Based on the surgical intervention performed to preclude patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional information was received on 10-jun-2024. Summary: per the information provided, there was no interaction with another device that may have caused the stent migration. There was no evidence of obstructed blood flow due to the event. It is unknown if the enterprise stent length selected that was at least 10mm longer than the aneurysm neck to maintain a minimum of 5mm on either side of the aneurysm neck. It is unknown if marker position were observed during the coiling procedure to ensure that the stent does not migrate from its deployed position. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable.